Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much bleeding occurred? It was not possible measure. Did the patient receive any blood products? No. How was the bleeding controlled and the procedure completed?using prolene suture.

Manufacturer narrative:
(B)(4). Date sent: 5/3/2016. Information was not provided by the initial contact. Information is unavailable. Batch # na. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much bleeding occurred? Did the patient receive any blood products? If yes, how much blood products did the patient receive? How was the bleeding controlled and the procedure completed?

Event description:
It was reported that during a revascularization of myocardium - heart surgery in the dissection of the mammary artery procedure, the product was misaligned and formed cross staples which released from the artery, causing bleeding. The device is permanent and was submitted to the sterilization process in cme. Then, it was sent to the operating room. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.